Manufacturer narrative:
The reported event of ¿lv parameters were not acceptable with this lead¿ was not confirmed. A complete lead was returned one piece. Electrical testing, visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead exhibited unacceptable parameters. The lv lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.